Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 650cc gel breast prostheses and suffered several unexplained systemic symptoms, including body aches, fatigue, dizziness, constant feelings of sickness and weakness, inverted nipples, fluid coming out of left breast, lower left breast feels like it is soft and dropped, burning on left breast, and right breast hardness (capsular contracture baker grade unknown). The patient suspected that she had covid-19. Patient reported that she had ¿covid toes¿ and that they looked like they had frostbite. Her toes turned purple and her legs were swelling. She was later tested for covid-19 and the results were negative. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This medwatch report is for the patient¿s right breast prosthesis.